Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2019-12175. It was reported the patient experienced ineffective stimulation with the drg system. As a result the patient is undergoing a trial implant of a scs system to address the issue.

Event description:
Related manufacturer reference number: 1627487-2020-03184. It was reported during follow up the patient underwent surgical intervention to address the ineffective stimulation. During the procedure the patients drg ins was explanted and a new scs system was implanted. The drg leads were left insitu.